Manufacturer narrative:
Device available for evaluation updated. (B)(4). Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits mild detritus and devitrification. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the cap of the surgical fiber detached @ 26,127 joules of use. The procedure was completed using a second fiber. There was no patient injury reported.